Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered a shock. Episodes strips were sent in for technical service review. The episodes sent in had some degree of discontinuation where a diverted shock is suspected to be detailed in the missing strip. This is believed because in the strips to follow the ICD begins to charge four beats before it senses, but the shock is delivered anyway. This is only possible in committed shocks (unlikely because diverted shocks are seen), or after a divert, stat or commanded shock. If the ICD charges up after a diverted shock, the next shock is committed (must be delivered). Technical services has requested a save to disk be sent in for review. There have been no effects on therapy. From the episodes sent in, the ICD appears to be operating appropriately. No adverse patient effects reported. Subsequently, this ICD was returned to boston scientific for analysis. Initial analysis found this device did not meet expected longevity per programmed values.

Manufacturer narrative:
Once analysis is complete this event will be updated and resubmitted.